Event description:
The customer contact reported the pt rec'd more medication than intended. The pump was programmed to deliver an unspecified medication. No specific pump programming was provided. After an unspecified time in use, the customer contact reported the pt's level of consciousness was "altered." The pt was treated with an unspecified amount of narcan. There were no reported adverse pt sequelae. The device was removed from clinical service and sent to the biomedical department. During testing at the user facility, the device passed testing for delivery accuracy. The customer contact stated that this is a possible "programming or user error." Though requested, no add'l info was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. This report represents all the info known by the reporter upon query by hospira personnel.